Event description:
It was reported fracture of the screw. Fracture of the screw (iuniht) included with the impfp36. Upon close inspection of the actual iuniht unit, the fact that the screwdriver hole runs all the way through the fractured section suggests a design flaw in the product.

Manufacturer narrative:
Zimvie complaint number (B)(4).